Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2017 alleging the patient experienced hypoglycemia while on insulin pump therapy with blood glucose measuring 27 mg/dl with loss of consciousness. Emergency medical services was called and the patient was treated with intravenous glucose. The reporter alleged the patient¿s serious injury was associated with a time/date reset issue; the pump resets to the factory default setting when the battery is removed for less than 24 hours. The pump prompts the user to confirm the time and date settings on the verify screen after a battery change/reboot. The pump beeps to alert the user to verify or change the time and date. The user must scroll down to highlight ¿confirm¿ and press the okay button before the home screen will be displayed. This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy associated with a time/date reset issue.

Manufacturer narrative:
Follow-up #1: date of submission 03/17/2017 device evaluation: the device has been returned and evaluated by product analysis on 02/25/2017 with the following findings: the black box shows a por on (B)(6) 2017 16:18. When pump was powered back on the time/date was set to (B)(6) 2017 16:20. Multiple manual time change were made. When the pump was powered back on the time/date reset to default setting. The time/date was manually set to (B)(6) 2017 20:49. The pump was exercised for 24 hrs. After 24 hrs the battery was removed for 6 hrs. The bench testing confirmed when the battery was reinserted after 6 hrs without power the time and date reset to default setting. The tdd¿s add up correctly and reflect the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. . Removed cover; a visible inspection confirmed the bt1 internal battery was leaking. Battery compartment is cracked below the bumper pad. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).